Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose level of 317 mg/dl. The customer treated with insulin pen. Customer's blood glucose value was 520 mg/dl at the time of the call. The customer stated that her blood glucose went down to 395 mg/dl 15 minutes later. The product was not returned for analysis.